Manufacturer narrative:
Separation is not labeled in the IFU. The product was not returned. The supplied instructions for use (IFU) describes the appropriate warnings, precautions and placement techniques. Quality control performs 100% verification of the security of the fitting to the tubing via a manual tug. The vendor performs a destructive pull test on 1 part per lot. Appropriate design control activities have been completed. The complaint device was not returned to assist with this investigation. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. Unfortunately, because the product was not returned and limited information was provided, the root cause remains unk. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment (qera) was reviewed and no further mitigating action is required at this time.

Event description:
The physician found the icc (intercostal catheter) not connected. He stated " cook 2f plural catheter has come apart where the tube meets the 'adaptor' this lead to the icc (intercostal catheter) failure. No adverse effects to the pt were reported.